Event description:
It was reported that the user experienced elevated blood glucose after a supply change and breakfast while using the ilet with subcutaneous insulin, with sensor glucose readings in the 300s and a concurrent fingerstick of 252, and insulin flow through the pump tubing was confirmed unobstructed during troubleshooting. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no hospitalization and continued monitoring with glucose beginning to trend downward after administration of the user¿s long-acting insulin and ongoing pump therapy. Investigation included guided troubleshooting focused on infusion system function, including a tubing fill test that demonstrated unobstructed insulin flow. Investigation of this case revealed no device malfunction or component failure identified during the interaction, and the event was associated with hyperglycemia of unclear cause in the setting of recent meal intake and supply change. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.